Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room due to their device beeping. Upon review, a code 1004 was observed which is indicative of a short circuit system leak. Shock impedance measurements of less than 20 ohms was observed. It was noted that the patient had received an inappropriate shock previously. Subsequently, the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room due to their device beeping. Upon review, a code 1004 was observed which is indicative of a short circuit system leak. Shock impedance measurements of less than 20 ohms was observed. It was noted that the patient had received an inappropriate shock previously. Subsequently, the ICD was explanted and replaced. No additional adverse patient effects were reported.